Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a deformation of the inner conductor coil close to the is-1 connector pin, which was probably caused by overrotation during the extension or retraction of the fixation helix in the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high pacing thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was explanted due to high pacing thresholds.